Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that holster was not holding insulin pump properly causing insulin pump to continue to spin. Customer reported that infusion set got tangled around holster causing blood glucose was 597 mg/dl. Holster would be replaced.